Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2015 with the following findings: the black box verified the pump time, date reset to default after rebooting. The reset to default time was duplicated during the investigation. The bt1 component was found to be leaking. Unrelated to the initial allegation, the display screen was dim and discolored. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the pump's time and date resetting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.